Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/09/2019.

Event description:
White line on the display. There was no patient involvement.

Manufacturer narrative:
Date rec'd from MFR: 15nov2019. Multiple attempts to were made to contact the patient for additional information pertaining to this case but no contact was made. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event